Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 31aug2017 to assess the instrument test well images in question, which appeared visually with a fried egg appearance on the left side of the red blood cell button. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 31aug2017. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017, it was determined that a customer site report to immucor technical support from (B)(6) 2017 for an unexpected negative antibody screen, when tested on a galileo echo instrument, was reportable.